Event description:
It was reported that the device was alarming and depleted battery (with fully charged battery).

Event description:
Additional information received on 23-may-2022. No patient injury or contact.

Manufacturer narrative:
Additional information updated b5 and h6.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced faulty pwa (printed wiring assembly) board. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.